Manufacturer narrative:
On (B)(6) 2017, the laboratory was contacted by a doctor because he believed there was an erroneous result. The sample was repeated and the results were discrepant. The customer had noted several samples that had been tested throughout the day had alarms, but the samples had been repeated and then reported out of the laboratory. The laboratory decided to rerun samples tested since the last valid qc and they found 16 sample results that needs to be corrected. Of the data provided, only the results for 14 patient samples were discrepant. Refer to the attachment to the medwatch for all patient data. All of the erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The sodium electrode lot number was a64. The field service representative replaced a screw on the nozzle and replaced the degasser. He ran ise performance testing. A specific root cause could not be determined. Possible causes for this type of event include air in the sample channel, leakage current coming from the waste, or an old and/or expired reference electrode.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable ise indirect for gen. 2 results for two patient samples. Of the data provided, only the results for one of the samples were discrepant. The initial sodium result was 87.9 mmol/l and the repeat result was 140 mmol/l. The initial potassium result was 2.6 mmol/l and the repeat result was 4.3 mmol/l the repeat testing was performed on an abl800 flex analyzer. The erroneous results were reported outside of the laboratory to the doctor. The results were corrected. There was no allegation of an adverse event. The electrode lot numbers and expiration dates were requested but were not provided. As part of troubleshooting, the customer repeated several other patent samples originally tested before and after the suspect samples, but no further discrepancies were found. The customer changed the electrodes and pinch tubes and performed precision testing.